Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after the sheath was inserted and air was flushed, a valve malfunction was suspected. The sheath was manipulated without resolve. The sheath was then replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath was returned and visually inspected and functionally tested. Visual inspection of flexcath sheath 4fc12 / (B)(4) showed the stopcock was intact with no apparent issues. Air aspiration was reproduced when a test catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; the valve was torn. The reported issue was confirmed through testing. Flexcath 4fc12 / (B)(4) failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.